Event description:
It was reported to st. Jude medical that the pt phoned their physician to report that pt had received a shock. When the ICD was interrogated, it was discovered that the pt had received an inappropriate shock and two aborted shocks were observed. Noise was observed on the electrograms. The physician elected to explant the entire system as he was unsure if the device or lead was the source. The lead was capped and left in situ. The ICD was returned for analysis.